Manufacturer narrative:
Additional information has been requested. (B)(4): investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional information has been requested. Additional information from the user facility report: (B)(4).

Event description:
Patient underwent intramedullary nailing for right intertrochanteric femur fracture on (B)(6) 2011. Approx 3 months after her surgery, she developed some sharp knee pain. She had a broken distal interlocking screw of the im nail. On (B)(6) 2011, she underwent removal of the broken screw and insertion of additional interlocking screw right distal femur through the preexisting intramedullary rod.